Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patient's father to install a new sensor, ensure the transmitter was installed firmly and to wait until the bluetooth icon was solid and not blinking before starting the new sensor session. Patient's father was also informed to wait for the receiver to get glucose values before pairing the smart device. No additional patient or event information is available.